Event description:
Patient for routine left knee scope- after procedure began- patient observed to have increased bleeding- tech checked functioning properly- surgeon asked for increased pressure on arthrex fluid pump to 60mm hg. Advised surgeon that this was a high pressure. He replied "sometimes we use 80 mm hg. Pressure increased to 60 mm hg per request. Procedure continued and finished. Patient's left leg found to be red, swollen and firm immeidately after removal of drapes. Major gantz notified. Pump removed from or. Patients' bp was 130 systolic at the start of the case. The tourniquet was set at 275. Pump pressure was set at 30. Nine minutes into the case, the bleeding was impairing visibility so I instructed the circulator to increase the pump pressure to 60. The bleeding continued despite increased pump pressure, which is when I asked anesthesia what the pt's blood pressure was. It was over 200 systolic which explained the bleeding. The pump was turned down to 50, the surgery was halted until the bp was under control, the tourniquet was released. When visibility was restored and conditions were favorable for arthroscopy, the case continued uneventfully (minimal delay 2-3 mins). At the end of the case it was noted that fluid extravasated into the thigh of the patient. He was n/v intact in the recovery room and was released uneventfully to home. He was seen the next day, the extravasation had completely resolved, and he was doing well. Equipment management branch received an arthrex irrigation pump to be reviewed for possible malfunctions. Upon notification, ran some preliminary proper function. Initial findings were that the pump was putting out more pressure than indicated. He tried the unit on several different settings. All readings were significantly higher than normal. The pressures were anywhere from two to three times the equipment's reading. The unit did not alarm at the higher pressures. We had another technician verify that readings were accurate. We used three different pressure meters and all readings were at a significantly higher reading than the unit indicated. We verifid with the manufacturer to ensure we were doing the test correctly. It was determined that there were two areas of fault. One the tubing was bad. When replaced the unit worked under normal pressures. The second fault was the equipment did not alarm at the over pressure rates. Corrective actions were taken. The manufacturer is sending out replacement tubing. The manufacturer will also replace the unit at fault. Preventive actions should take place before each use. The operator should inspect the tubing being placed on the unit. Inside the tubing is the black rubber hose. It should be inflated. If this is not inflated it will cause a false reading and possible over pressure situation. Equipment management branch will demostrate how to test alarms and tubing. The tubing is used on more than one case. The operator should check for proper inflation prior to using.